Manufacturer narrative:
(B)(6)

Event description:
It was reported that as the surgeon was screwing the item in to the patient it shattered. All pieces were removed from the patient. No patient injury was reported. There was no delay and a back up was available.

Manufacturer narrative:
One (B)(4) 7x25mm screw returned. The return consisted of fragmented anchor in a specimen cup. The anchor was quite fractured. There are indications of burnished and distorted threads. The condition of the remaining pieces is consistent with excess force having been applied. There are scuff marks on the internal hex. The symptoms are consistent with difficult insertion. No root cause associated with the manufacture of the devices was confirmed.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited. Information added.